Event description:
It was reported that during a laparoscopic cholecystectomy, an error 5 occurred in about 1 hour. The blade was broken off when a nurse cleaned the blade. No pieces fell into the patient. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent.the device was not received for analysis; therefore, an investigation could not be performed. We did not receive a batch number or lot number so therefore we were unable to review the manufacturing records.